Manufacturer narrative:
The patient and device codes were coded by the manufacturer.(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information.the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.the additional clip delivery system devices is being filed under separate medwatch report.

Event description:
This is filed to report the leaflet damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2012 to treat mixed mitral regurgitation (mr). One clip was implanted. On an un-specified date, the patient returned with increased mr with a grade of 3. The initial clip was confirmed to be stable on the leaflets. The cause for the increased mr was unknown. On (B)(6) 2017, a second procedure was performed for treatment. Grasping was performed lateral to the initial clip; however, on the first grasping attempt, a flail was observed. Due to the flail, the clip was placed more lateral for treatment of the flail and the mr. The clip was implanted successfully, reducing the mr from 3 to 1. A good outcome was achieved. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported tissue damage cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.